Manufacturer narrative:
The main component of the system.

Event description:
A healthcare provider (hcp) reported that a patient initially had relief, but then the patient started to have many accidents. It was unclear when the patient lost relief. The patient saw the hcp on (B)(6) 2016 with pain in their groin, radiating down their back. The patient was no longer in the office and they could not troubleshoot. It was suggested to turn the therapy off to see if the pain stops. Follow up from the hcp, on (B)(6) 2016 reported the "sns" was removed. It was unknown if the patient's pain was resolved. The implantable neurostimulator (ins) was indicated for bowel dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.